Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary: customer returned (3) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. All 3 pen needles were examined, and it was observed that 2 pen needles exhibited a broken non-patient end (npe) cannula. No evidence of manufacturing defect was observed. Since all 3 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable/difficult to prime. The following information was provided by the initial reporter: complaint 2 of 2. Spouse of consumer reported some pen needles do not release medication during priming. Stated the consumer sometimes has to use 2-3 pen needles just to complete an injection. Lot # 9353325. Cat # 320122. Date of event: (B)(6) 2020 ( spouse stated this has been happening since (B)(6), but most recently (B)(6).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle was unable/difficult to prime. The following information was provided by the initial reporter: complaint 2 of 2 spouse of consumer reported some pen needles do not release medication during priming. Stated the consumer sometimes has to use 2-3 pen needles just to complete an injection. Lot # 9353325' cat # 320122. Date of event: (B)(6) 2020 ( spouse stated this has been happening since january, but most recently (B)(6) 2020).